Event description:
The user is no longer able to hear with the device. The loss of sound was sudden. The user has been re-implanted.

Manufacturer narrative:
It was confirmed that the serial number initially provided was incorrect. The serial number for the concerned device is (B)(6) instead of (B)(6).

Manufacturer narrative:
Conclusion. Damage to the lead wire of the conductive link as might be caused by incomplete device immobilization/minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user is no longer able to hear with the device. The loss of sound was sudden. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is no longer able to hear with the device. The loss of sound was sudden.